Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 failed often. The field service engineer cancelled the work order as, bd field service engineers (fse) do not support this account, as it was serviced by the local teams. Kindly follow the special handling notes and reassign the case to the appropriate resources. Followed instructions on special handling notes and got biomed engaged for this task. No findings available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hdpxps1 drawer keeps failed. Drawer main 4.2 on the hdpxps1 machine failing often. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.